Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that device was exposed to an MRI. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading at time of call was 101mgdl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to performed displacement test due to motor anomaly.